Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5054-52 implantable pacing lead, (B)(6) 2002. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The rv lead was capped and replaced. It was also reported that the right atrial (ra) lead was unable to capture or sense. The ra lead was capped. No patient complications have been reported as a result of this event.